Event description:
This small-bore extension set used with pediatric ivs (pivs) has a small white clamp with a slit that can be removed. The clamp was found in a pediatric patient's bed. Its size makes the clamp a choking hazard.